Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.